Event description:
Same case as 2134265-2012-03066. It was reported that during a stenting treatment procedure, a filterwire became stuck to a stent delivery system. The target lesion was located in a severely tortuous internal carotid artery. A non bsc guide catheter was engaged in the vessel then a filterwire ez 3.5-5.5 190cm filter wire was placed. A non bsc balloon catheter pre dilated the lesion then a carotid wallstent monorail 10.0-31 stent was deployed in the target lesion. During removal of the carotid wallstent delivery system it became stuck in a non bsc guide catheter, approximately 10cm from the distal tip. The filter wire then became kinked while inside the guide catheter. The stent delivery system and the filter wire became stuck and were slowly retracted into the guide catheter. Angiography was performed. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Event description:
Same case as 2134265-2012-03066. It was reported that during a stenting treatment procedure, a filterwire became stuck to a stent delivery system. The target lesion was located in a severely tortuous internal carotid artery. A non bsc guide catheter was engaged in the vessel then a filterwire ez 3.5-5.5 190cm filter wire was placed. A non bsc balloon catheter pre dilated the lesion then a carotid wallstent monorail 10.0-31 stent was deployed in the target lesion. During removal of the carotid wallstent delivery system it became stuck in a non bsc guide catheter, approximately 10cm from the distal tip. The filter wire then became kinked while inside the guide catheter. The stent delivery system and the filter wire became stuck and were slowly retracted into the guide catheter. Angiography was performed. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the protection wire and a monorail carotid wallstent catheter were returned hand coiled inside a plastic bag, then inside a filterwire box. The delivery sheath and the retrieval sheath were not returned. During the visual and microscopic examination of the devices, the protection wire was found inside the monorail carotid wallstent catheter. Approximately 19.5 cm of the distal portion of the wire was sticking out of the monorail carotid wallstent catheter, when measured from the distal tip of the protection wire. The distal tip of the protection wire was found curved at 1.5mm, wavy and had been stretched approximately 9mm on its proximal portion. The filter bag was found deployed and in good condition; it met specification. Blood was found on the inside of the monorail catheter. The protection wire was found kinked at 117cm and curved at 119 cm when measured from the distal tip of the protection wire. The protection wire came out of the monorail catheter slit at 22 cm when measured from the distal tip of the monorail catheter. The monorail catheter was found curved at 49 cm when measured from the distal tip of the catheter. The protection wire was able to be moved back and forth inside the catheter, it was not stuck. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).